Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. Pericardial effusion was diagnosed via intracardiac echocardiography (ice) at baseline (pre-procedure). During the ablation phase, the effusion became larger. The patient was sent for surgery. Patient¿s outcome is unknown. There¿s no information on if extended hospitalization was required. Physician¿s opinion regarding the cause of the adverse event was not provided. Transseptal puncture was performed with a brk1 transseptal needle and an sl1 sheath. There was no evidence of steam pop during the ablation. The catheter irrigation was set between 8-15 ml/min. No biosense webster product malfunctions nor error messages were reported. The force visualization features used included graph, dashboard, vector and visitag. Total time was used prospectively as color option.